Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 156 mg/dl. No significant events leading to the alarm were observed. The customer stated that she had gone to karate practice, and when she came home, the insulin pump alarmed button error. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to corroded keypad traces. No button error alarm noted. The insulin pump has minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.